Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there was also a replace battery now alarm. The alarm even after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarms noted during testing.